Event description:
In 2007, it was reported to boston scientific corporation that while "trying to cut the papilla" during an endoscopic retrograde cholangeopancreatography (ercp) using a needle knife (patient age and gender unknown), the "tip of the needle knife broke and remained in the patient". The physician performed a second ercp three days later, however "the tip of the microknife still remains in the patient" and the physician stated "it was not necessary to retrieve". The patient's condition was reported as "ok".

Manufacturer narrative:
The customer's complaint has been confirmed. Visual examination of the returned device confirmed the tip of the needle separated; the needle was blackened, melted and appeared to have overheated. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search of the complaint database did not identify any other complaints reported for this lot. The june 2007 15-month needle knife - sphincterotomes product family complaint trend report, inclusive of all failure modes, was reviewed; an unfavorable trend was noted, however, no data point exceeded the complaint alert limit. A corrective action request (car) was initiated to address the unfavorable trend. Two most likely cause for the needle exhibiting a burnt, melted appearance include: improper tome positioning, allowing the cutting wire to contact the scope, resulting in a short circuit, and excessive power applied to the cutting wire due to improper generator settings. Both of these scenarios would be attributed to user-interface. See scanned pages.